Manufacturer narrative:
Per the contract manufacturer, a check of the complaint records showed no other complaints against the reported lot number. The reported ophthalmic gas was unable to be evaluated because the sample was not returned. As no sample was returned for evaluation and with no additional, related information provided, the customer¿s reported event was not confirmed. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The root cause of the reported event could not be determined. Therefore, no further actions can be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trend and take further action, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis by the product team. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic gas was used during multiple pneumatic retinopexy surgeries that did not expand as much and did not last as long as anticipated inside of the eye. The gas did last long enough to provide successful tamponade while the laser scars were forming, but it did not behave as pure gas. There was no negative patient outcomes.